Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's mother contacted dexcom on 05/23/2016 to report that the patient experienced a hypoglycemic event on (B)(6) 2016. Patient's mother stated that the patient was at a friend's house and "low" was displaying on the dexcom follower application. The patient could not be reached and the police were called in order to get into contact with the patient. When they found the patient, she was conscious and playing with her friends. Patient's mother stated that the patient was a little out of it, but okay, and they were able to bring her blood glucose out of the low range. There was no alleged device malfunction. No additional event or patient information was provided.